Event description:
During remote follow up, high pacing impedance was observed on left ventricle (lv) lead. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.